Manufacturer narrative:
Concomitant medical products: 5076-52 lead, 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed aortic valve endocarditis and a mobile echodensity was observed on the atrial lead which was suspected to be vegetation. The patient had been admitted with a streptococcal prosthetic aortic valve. A computerized tomography scan was performed and noted possible small septic cerebral embolus. There was further evidence of embolic events to the central nervous system, kidneys and possibly the spleen as well. The implantable pulse generator (ipg) system was explanted and replaced with a leadless pacemaker. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.